Event description:
It was reported that the ¿pump displays incorrect amount of insulin¿. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.